Event description:
The patient developed a pocket infection and possible epidural abscess. The entire implantable neurostimulator system was explanted. Re-implant may be revisited in 6 months. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.